Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. After 10 mins, blood was leaking from the dialyzer and dripping onto the floor. Estimated blood loss was 250 cc's. Rn saw a crack on the bottom of the dialyzer where the leak was coming from. Patient did not have any adverse effects. Patient's hemoglobin was checked and it was 11.1. Sample was discarded; sample is not available.